Event description:
The customer originally reported to customer service on (B)(6)2014 that her transformer had a burning odor. The customer also stated that there was no damage to the transformer housing or cord. Upon receipt at medela on (B)(6)2014, the transformer was inspected and found to be breached, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. Upon receipt of the product on (B)(4)2014, and evaluation done on (B)(4) 2014 showed that the housing was breached, exposing internal electronics which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4) the investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further product the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was unable to be plugged in to be tested. Resistance across the dc plug was measured at 0.780m ohm, which indicates that there is not a short in the dc cord. Thermal fuse was blown.